Manufacturer narrative:
Insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had cracks around and insulin pump was not working properly. Customer stated the insulin pump was dropped. Customer's blood glucose was 129.60 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.